Manufacturer narrative:
Investigation/conclusion: the customer did not provide a reference value for comparison. The accuracy of the customer's inratio inr results could not be determined without additional information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged discrepant high inratio inr results. Results are as follows:date: inratio inr: (B)(6) 2014 7.5; re-test 2.9the time between testing was one (1) minute. Therapeutic range 2.0 - 2.9 for the patient. There was no reported adverse event. There was no additional information provided.